Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had several contacts which were producing high impedances. The patient underwent a revision procedure wherein it was found out that the lead and the end of the lead splitter hub were bent. The lead and lead splitter were replaced. The patient was doing well postoperatively.